Event description:
It was reported when the device was used during a colon resection, it fired a partial staple line. The case was completed using a second device and sutures. There was no pt consequence.